Manufacturer narrative:
The consumer disposed of the device. The device is no longer available for evaluation. Consumer no longer has device.

Event description:
End user alleges her lift chair stopped working while she was in it and she called the police department to help her out of it. No injuries reported.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
End user alleges her lift chair stopped working while she was in it and she called the police department to help her out of it. No injuries reported.